Manufacturer narrative:
The investigation for the thrombus, product damage, and access site bleed has been completed. Product not returned. Bleeding reported from the red handle. The cause of the access site bleeding issue was not determined since product was not returned and a lack of clinical details. The cause of the product damage hole in catheter was not determined since product was not returned to confirm location of bleed/damage and due to a lack of clinical details. The root cause of the thrombus could not be determined without additional information. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp pump placed to support with acute myocardial infarction and cardiogenic shock. It was reported that bleeding was noted at the connection of the purge tubing and the red impella plug, at the junction of the grey plastic to red plastic. Blood products were given to the patient. Removal and replacement of impella pump was recommended however the medical doctor placed bone wax around the leak. The leak was partially improved but there was still a slow leak. The patient was transferred to the intensive care unit with the impella remaining in place. It was further reported that the patient was taken to the operating room to have the impella removed due to suspected thrombus. Thrombectomy was performed via right femoral cut down. Per the charge nurse, patient was intubated and on 3 inotropes/vasopressors. The patient outcome is unknown.